Event description:
It was reported that the patient experienced pain on the right side with a spectra penile prosthesis (spp). The spp was explanted and a new 18cmx12mm inflatable penile prosthesis (ipp) was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.